Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of over 1000 mg/dl; cause was unknown. Customer is unsure of the treatment they received. The customer was released (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.